Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this pacemaker presented to the emergency room (ER) due to experiencing jerking motions in their left arm and in the area where the pacemaker was implanted. This began one night while the patient was lying in bed. Upon device interrogation, a red warning screen appeared on the programmer indicating the device was operating in safety mode. The local sales representative could see the muscle stimulation at the pacemaker site. The patient reported that the remaining longevity at the last check in (B)(6) 2023 was six months, but the patient's records showed the remaining longevity was two years at that follow up. Premature battery depletion was suspected, and because no programming adjustments could be made, the device was explanted and replaced the following day. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that the patient implanted with this pacemaker presented to the emergency room (ER) due to experiencing jerking motions in their left arm and in the area where the pacemaker was implanted. This began one night while the patient was lying in bed. Upon device interrogation, a red warning screen appeared on the programmer indicating the device was operating in safety mode. The local sales representative could see the muscle stimulation at the pacemaker site. The patient reported that the remaining longevity at the last check in (B)(6) 2023 was six months, but the patient's records showed the remining longevity was two years at that follow up. Premature battery depletion was suspected, and because no programming adjustments could be made, the device was explanted and replaced the following day. No additional adverse patient effects were reported. The explanted device was returned for analysis.